Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous bile duct. A mustang balloon catheter and a 035/145 amplatz super stiff guidewire were selected for use. However, when the balloon catheter passed through the wire, it was caught in the wire body and was unable to be inserted further. It was noted that the proximal part was bulging. Both devices were removed together and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and it was observed that the tip of the guidewire was kinked, and the coil wire was unraveled at distal tip section. The core wire at 5.2cm from distal tip, also it was detachment/separated a fragment of the core wire with length of 0.3cm. Under microscope it was observed that the core wire was detached. The middle section and proximal section outer diameter were within specification. However, the distal tip and the overall length could not be measured due the several damages condition of the device. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous bile duct. A mustang balloon catheter and a 035/145 amplatz super stiff guidewire were selected for use. However, when the balloon catheter pass through the wire, it was caught in the wire body and was unable to inserted further. It was noted that the proximal part was bulging. Both devices were removed together and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.